Manufacturer narrative:
The lot number was provided and the sample has been returned. The investigation is currently underway.

Event description:
It was reported that the balloon ruptured at 10 atm. The lesion was in the sfa. When the balloon ruptured it sent contrast/saline solution in one focused direction at a very high pressure causing a dissection in the vessel. The pressure was so high that it caused an a/v fistula that was visible post angio.